Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. No information available. Attempts to obtain the information has not been successful. No information available. Attempts to obtain the information has not been successful. Not applicable for this device. Not applicable for this device. The pioneer plus pplus120 catheter has not been returned, thus product investigation was not performed. Per the IFU warning, ensure that the needle is fully retracted and locked before attempting any withdrawal from the peripheral vascular system. If the pioneer plus needle fails to retract during the procedure, the following steps are recommended to remove the catheter. A. Verify that the needle cannot be retracted. B. If it becomes necessary to retract the pioneer plus catheter with the needle extended, then the needle guidewire should be extended out of the needle tip prior to retraction. Note: the needle guidewire is the 300 cm, non-hydrophilic guidewire which passes through the needle (as opposed to the rx guidewire which passes through the rx lumen). C. With the needle guidewire out of the needle tip, remove the pioneer plus catheter in a slow, controlled manner. Do not advance the pioneer plus catheter in a distal direction. This could cause an unintended vessel trauma. Do not apply to this submission.

Event description:
It was reported that during a peripheral procedure while advancing to a calcified lesion, the manufacturer's catheter was unable to be positioned in the desired location and the catheter's needle popped out and would not go back into place. Upon removal, the physician checked the catheter's needle and the needle driver, and it would not move. A new device was used to complete the procedure. No patient injury reported. This product problem is being submitted because the needle was unable to retract. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Blocks d9 & g3: the pioneer plus pplus120 catheter was returned for evaluation. Block h3: the pioneer plus pplus120 catheter was visually and microscopically inspected. The needle was exposed and could not be retracted to go back in place. Block h6: the probable cause of the reported failure is mechanical failure due to the needle unable to retract. Device manipulation, impact and applied pressure associated with use and handling can further affect the integrity of the device.